Event description:
Rn of a home pt reported 2 incidents of minicap falling off the pt's transfer set. Per the rn, the first incident occurred while the pt was in the shower. Rn noted the pt had a transfer set change, no antibiotic treatment was given. The other incident occurred while the pt was sleeping. A set change was performed and no antibiotics administered per rn. The rn noted no pt injury was associated with these incidents.